Manufacturer narrative:
H10: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluated by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touchscreen touch position. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. Calibration of the touchscreen did not resolve the issue. The touchscreen was replaced and the reported issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.